Event description:
Liver abscess. Case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from a physician concerning a female patient, age unknown. The patient's medical history was not reported. The patient received the following concomitant medication at the time of the device implantation as part of chemoembolization, date unknown: irinotecan, dose unknown. The patient received lc bead m1 (lot number and expiration date unknown) on an unknown date. The physician reported that he had "a bad outcome with the m1 irinotecan beads." On an unknown date in (B)(6)-2015, the patient developed a liver abscess that required a month to clear with catheter drainage and antibiotics. On an unknown later date, the physician performed additional transcatheter arterial chemoembolization (tace) using "conventional drugs" (unknown) and she "did fine". The treating physician stated that the event of liver abscess was a procedural related complication. The physician assessed the causality of the liver abscess as related to use the of lc bead m1 and was a procedural related complication. Case comment: the event of liver abscess is considered unlisted according to the lc bead current reference safety information. The company considers the event of liver abscess as related to the use of lc bead m1. This single case report does not modify the risk benefit balance of lc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Follow-up information is expected.

Event description:
Liver abscess [liver abscess] case description: initial information received on 14-oct-2015: this spontaneous medical device report was received from a physician concerning a female patient, age unknown. The patient's medical history was not reported. The patient received the following concomitant medication at the time of the device implantation as part of chemoembolization, date unknown: irinotecan, dose unknown. The patient received lc bead m1 (lot number and expiration date unknown) on an unknown date. The physician reported that he had "a bad outcome with the m1 irinotecan beads." On an unknown date in (B)(6)-2015, the patient developed a liver abscess that required a month to clear with catheter drainage and antibiotics. On an unknown later date, the physician performed additional transcatheter arterial chemoembolization (tace) using "conventional drugs" (unknown) and she "did fine". The treating physician stated that the event of liver abscess was a procedural related complication. The physician assessed the causality of the liver abscess as related to use the of lc bead m1 and was a procedural related complication. Follow-up information is expected. Case comment: the event of liver abscess is considered unlisted according to the lc bead current reference safety information. The company considers the event of liver abscess as related to the use of lc bead m1. This single case report does not modify the risk benefit balance of lc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Updated 04dec2015: follow up information was requested to further investigate the event, which as of 04dec2015 has not yet been received. A final/follow up report will be sent in 30 working days (i.e. 19 jan 2016). Follow-up information was received from the initial reporting physician on 22-dec-2015: the patient was (B)(6) years old at the time of the event. The patient's medical history included metastatic colon cancer, metastatic lung cancer and chemoembolization on (B)(6) 2015. On (B)(6) 2015, the patient underwent interventional radiologic procedures including superior mesenteric artery (sma) arteriography, celiac arteriography, subselective catheterization of the right inferior phrenic artery and subsequent arteriography, subselective catheterization of the replaced right hepatic artery and subsequent arteriography during the chemoembolization of the segment 5 and segment 8 branches of the right hepatic artery with lc bead m1 and post embolization arteriography. The patient received 100 mg of irinotecan, and was admitted for overnight supportive care. Additional treatments will be scheduled at 3 to 4 week intervals. The right inferior phrenic artery appears to provide flow to the metastases at the hepatic dome. There is a small branch arising from the right inferior phrenic artery which descends into the thorax, along the right side of the mediastinum. This may require embolization prior to the subsequent treatment. Possible intratumoural arteriovenous shunting which will require additional attention on future treatment. The patient's concomitant medications included: irinotecan delivered with the device on (B)(6) 2015 as a chemotherapeutic; versed (midazolam) and fentanyl as conscious sedation on (B)(6) 2015; ancef (cefazolin), flagyl (metronidazole), decadron (dexamethasone), benadryl (diphenhydramine), zofran (ondansetron), and scopolamine as procedural medications on (B)(6)-2015; and omnipaque on (B)(6)-2015 as contrast given for the procedure. The patient received lc bead m1, 70-150 micron on (B)(6)-2015 (there was no record of serial numbers). On an unspecified date in 2015 after debtace procedure, the patient experienced an elevated white blood cell count (wbc). On (B)(6)-2015, the patient underwent a magnetic resonance imaging (mr) of abdomen with and without contrast for a possible abscess with the clinical history of elevated white blood cell (wbc) count (date not reported). The mr revealed "a new complex cystic/necrotic lesion in the inferior aspect of the right lobe of the liver measuring approximately 7 cm in maximal dimension. It contains complex fluid and has moderately intense enhancement around it. This could represent an infected necrotic tumor." The patient was diagnosed with liver abscess. On (B)(6)-2015, the patient underwent CT guided drainage of the hepatic collection in the right hepatic lobe. An 8 french drain was successfully placed and approximately 10 cc of purulent fluid was aspirated and submitted for culture. The drain was left to a suction bag. On (B)(6)-2015, percutaneous, transhepatic drainage catheter was removed under fluoroscopic observation without incident. The CT scan also revealed a tiny residual collection within the inferior aspect of the liver with the distal tip of a drainage catheter. It had diminished in size since (B)(6)-2015. The report documented that the patient reported very little drainage from the catheter. The outcome of the event is unknown. Treatment included a computerized tomography (CT) guided drainage of hepatic collection on (B)(6)-2015 with approximately 10 cc purulent fluid aspirated and cultured. The culture results were not provided. No further follow-up information is expected. Case comment: the event of liver abscess is considered unlisted according to the lc bead current reference safety information. In agreement with the previous assessment by the physician, the company considers the event of liver abscess as related to the use of lc bead m1. The company considers the event of elevated white blood cells to be subsumed under liver abscess. This single case report does not modify the risk benefit balance of lc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. No additional information anticipated. This report is considered final. The case is closed.